Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall over the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The device was simply removed and the procedure was completed with a 2.25x20 mm nc emerge® balloon catheter. No patient complications and injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The device was simply removed and the procedure was completed with a 2.25x20mm nc emerge balloon catheter. No patient complications and injuries were reported.